Manufacturer narrative:
Correction: section h11- UDI not available as product was manufactured on or before 23 sep 2014. Correction sections b5 and h10- added the old right ventricular lead with a manufacturing report number of 2017865-2025-99678 as it was missing in the initial report.

Event description:
It was reported that the patient presented with endocarditis and had their implantable cardioverter-defibrillator (ICD), right atrial lead, right ventricular lead, left ventricular lead and the older inactive right ventricular lead were explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with endocarditis and had their implantable cardioverter-defibrillator (ICD), right atrial lead, right ventricular lead, and left ventricular lead explanted and replaced. The patient's condition was unknown.